Event description:
The customer reported that during a tumor removal procedure, the device stuck on tissue with the jaws closed and would not release. A different instrument was used to cut the device out. Once it was removed, another ligasure device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.